Event description:
A report was received that the patient had lost weight and pocket site is loose. The patient will undergo a pocket revision. The weight loss is not device related.

Event description:
A report was received that the patient had lost weight and pocket site is loose. The patient will undergo a pocket revision. The weight loss is not device related.

Manufacturer narrative:
Additional information was received that the patient underwent a pocket revision and is reportedly doing well.